Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The mfg records were review and no issues or discrepancies were found and the device met all specs. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed, calcified, target lesion was located in the severely tortuous left superficial femoral artery (sfa). A non-bsc stent was deployed in the target lesion. A f/g sterling otw 6.0 x 60/80 (4f) balloon catheter was selected and advanced for post dilation. The balloon was inflated to 10 atms. On the 2nd inflation, the balloon ruptured at 10 atms. The procedure was successfully completed with another of the same balloon catheter. There were no pt complications reported with the pt's current condition listed as "fine".